Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline and was unable to login. A field service engineer (fse) identified that the drawers were offline and inspected the universal serial bus ethernet cable, discovering that the port on the communication sled was damaged. The fse replaced the communication sled, which restored proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline due to a broken usb connector. The customer reported that a message on the screen indicated the drawers were offline, preventing user login and medication issue transactions. There were no delay or adverse events or injuries reported based on this event.